Event description:
Undersensing during nips testing was observed. The patient received inappropriate shocks for double counting. The sense/pace portion of the lead was capped. The defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.